Event description:
Port pl 8/12/97. Chemotherapy was infused & inflammation was noted. During removal of the port, the catheter was found to be broken.

Manufacturer narrative:
The product implicated is a port w/attachable 8fr catheter. Returned for eval is a small distal section of 8fr tubing, including the valve and distal tip. The sample measures 2.6" long. It appears broken at the proximal end. A single black dot indicating the 5cm depth marker is printed near the broken end of this segment. The lumen is filled with dry, dark blood residue. A history review of lot number 36ch0629 shows no mfg issues, and no other field complaints reported for this lot. Notes in the file indicate that the port was placed on 8/12/97 for chemotherapy. The port was removed on 9/6/97 due to inflammation during infusion. The catheter was found to be broken during port removal. No info is given concerning catheter embolization or retrieval. The initial eval and decontamination shows the sample to be patent to flushing, but contained a large amount of blood residue. This is verified upon further eval. A blunt connector is inserted into the proximal end of the sample and a 12cc syringe filled with water is attached to the connector hub. The tubing flushes readily, even though most of the blood residue remains inside the lumen. The blunt connector is then inserted into the valve opening and most of the residue, except for behind the valve, is expelled from the lumen. The blunt connector is reinserted into the proximal end of the tubing while the distal tip of the tubing is occluded with the fingers. The catheter is pressurized until the tubing bulges. No leaks are seen as the pressure is sustained. A tactile exam shows no tensile weakness in the tubing. The sample is viewed under 15x magnification. The proximal end appears broken with most of the break line perpendicular to the axis of the tubing. The surface texture of the proximal end is stepped and finely granular approx 2/3 around the clear portion of the tubing. The remaining 1/3 of the circumference around the blue stripe is feathered to short tail. The surface texture is coarser on the tail. These signs are typical of a tensile failure. The 8fr tubing can be broken under as little as 4 lbs of force. The large amount of blood residue suggests that the distal end of the catheter may have been captured in a thrombosis or a fibrin sheath. This may explain the inflammation seen during infusion if the organic obstruction directed flow out of the vein, leading to extravasation. The instructions for use warns of these risks. The subcutaneous catheter breakage is confirmed, and should be considered user-related due to evidence of a tensile break. The breakage experienced by the user during catheter removal may be attributed to the formation of a blood clot or fibrin sheath on the distal end of the catheter.